Manufacturer narrative:
Siderail button stuck, glue on the label stuck in the switch area.

Event description:
It was reported by service report that the bed goes up by itself. No pt involvement or adverse consequences are reported.